Event description:
In early 2008, the sales rep reported that during a transforaminal lumbar interbody fusion (tlif) on levels l4-l5, the screwdrivers would not properly seat on the screw, it would not engage. Add'l info received on the same day via telephone, the sales rep reported that the surgeon was having difficulty with the driver engaging the screw and the surgeon used a hammer to tap the driver two to three times to get it in the bone. The surgeon was able to finish the case as intended by using another driver that was in the operating room. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Eval is pending upon the return of the product.